Event description:
On 08/12/2016, the reporter contacted lifescan USA, alleging inaccurate erratic control solution results. The reporter did not provide exact results. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.